Event description:
It was reported that the pt was hospitalized for elevated blood glucose levels and dka.

Manufacturer narrative:
The pt's mother also reported that the pt was suffering from a respiratory infection which she believed caused the blood glucose elevations. The pt's blood glucose remained elevated after administration of supplemental insulin from different vials. Pump settings and delivery history were reviewed with the pt's mother and confirmed as accurate. The representative involved in this contact conducted that the device was functioning properly. The pt has continued to use the pump with no reported subsequent events.